Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) having a damaged power lead as confirmed. Upon arrival of the controller, a broken pin was observed to be stuck in the white power cable¿s connector. In the area around this pin, the half-moon of the connector had been damaged. The broken pin was removed, and the controller was then able to properly mate with external power sources. The controller passed all functional testing procedures, and no atypical alarms were produced. The downloaded log file was then reviewed, containing approximately 7 days of information (B)(6) 2023 per the timestamp). Intermittently throughout the data, atypical power cable disconnect alarms were observed. These alarms activated due to brief fluctuations in the rsoc/voltage of the white power cable. These fluctuations and alarms are consistent with the connection issue that the pin stuck in the controller would have caused. The ability of the controller to operate the pump was not affected, as the pump maintained a speed above the low-speed limit without issue while the driveline was connected. The root cause of the observed connector damage was suspected to be related to connection issues caused by the stuck pin. The cause of the pin becoming stuck within the white power cable connector could not be conclusively determined through this evaluation. Review of the device history record for the system controller, serial number (B)(6) , showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that controller lead cable was damaged. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.